Manufacturer narrative:
The g3 date in the initial report was incorrectly submitted as 09/30/2024. The correct g3 date should be 09/27/2024. The baxter technician found the auxillary power cord needed to be replaced. Per the hillrom service manual the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Examine the power cords and plugs for cuts, nicks, breaks, frays and for correct grounding. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds.

Event description:
It was reported that the totalcare bariatric capital had an issue, auxillary power cord is damaged with exposed wires. There was no patient impact.

Manufacturer narrative:
Follow up report submitted to correct g3 date received by MFR. The baxter technician found the auxillary power cord needed to be replaced. Per the hillrom service manual the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Examine the power cords and plugs for cuts, nicks, breaks, frays and for correct grounding. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds.

Event description:
It was reported that the totalcare bariatric capital had an issue, auxillary power cord is damaged with exposed wires. There was no patient impact. This report was filed in our complaint handling system as complaint pr (B)(4).

Manufacturer narrative:
The baxter technician found the auxillary power cord needed to be replaced. Per the hillrom service manual the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Examine the power cords and plugs for cuts, nicks, breaks, frays and for correct grounding. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the auxillary power cord to resolve the reported event. Based on this information, no further action is required.

Event description:
It was reported that the totalcare bariatric capital had an issue, auxillary power cord is damaged with exposed wires. There was no patient impact. This report was filed in our complaint handling system as complaint #(B)(4).